Manufacturer narrative:
Retainer ring=clear. P-cap locked in place properly during testing. Unit was properly download using (crest software) and (thus software). Open book / critical pump error after battery installation. Insulin pump error 63 alarm confirm in pump history file due to software error. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit was cut open and perform a visual inspection. Corroded pcb1, pcb2 and corroded motor assembly noted during visual inspection. Unit also received with cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture, the home screen did not appear on display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.